Manufacturer narrative:
The device has been returned and evaluated by product analysis on 13-aug-2019 the following findings: during investigation, the cs 064 motor error was not duplicated during investigation. The complaint was reported on (B)(6) 2016, but according to the pump history, the pump was in use until (B)(6) 2018. Due to continued use the pump history and black box have been overwritten for time of complaint. The available black box and alarm history show no evidence of cs 064. Dim/pink screen observed animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a call service alarm issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.